Manufacturer narrative:
Phone incorrectly formatted (B)(6). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer alleged alarm pop-ups are no longer fully displayed from 13 to 14 elements. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Device labeled for single use updated.